Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Additional product code: kwq. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent spinal fusion on (B)(6) 2018. The doctor performed a c4-5 anterior cervical fusion with the zero profile variable angle (zerop va) system. After completing the decompression, the doctor used 8mm and 9mm zerop va lordotic trials to assess the best fit for the disc space. The doctor decided the 9mm zerop va lordotic trial was the best fit for the disc space and prepared a lordotic zerop va implant for insertion. The doctor used the zerop va angled awl to create a pathway for the screw. The doctor then inserted a zerop va titanium cervical spine screw on the angled stardrive screwdriver t8 and advanced the screw approximately 5mm into the superior vertebral body. The doctor verified the angulation of the screw and reinserted the angled driver to continue advancing the screw. When the doctor attempted to advance the screw, resistance was felt on the driver. The doctor applied a small amount of force on the driver and the tip of the driver broke off the instrument. The broken tip of the driver was retrieved and a new driver was reloaded into the angled driver guide and used to complete the surgery. No patient consequence reported. It was unknown if there was a five (5) minutes of surgical delay. Concomitant product reported: zerop va lordotic trials (part 03.647.758, lot unknown, quantity 1) and (part 03.647.759, lot unknown, quantity 1); 9mm lordotic zerop va implant (part 04.647.129s, lot unknown, quantity 1); zerop va awl (part 03.647.993, lot unknown, quantity 1); zerop va screw (part 04.647.836, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: complaint summary: it was reported that on (B)(6) 2018 the patient underwent a cervical compression of c4-5 cervical fusion. The doctor inserted a zeropva screw (04.647.836) on the angled driver (03.617.900) and advanced the screw approximately 5mm into the superior vertebral body. The doctor verified the angulation of the screw and reinserted the angled driver to continue advancing the screw. When the doctor attempted to advance the screw, the doctor felt resistance on the driver. The doctor applied a small amount of force on the driver and the tip of the driver (03.612.900.001) broke off of the instrument. The doctor retrieved the broken tip of the driver. A new driver was reloaded into the angled driver guide and used to complete the surgery. No patient consequence. The information being submitted for this complaint are all the details that are known/available regarding this event. Flow: broken. Visual inspection: the angled stardrive screwdriver t8 with sleeve/self- retaining (part # 03.617.900.001, lot # unknown) was received at us customer quality (cq) with the distal tip of the screwdriver broken. The screwdriver portion of the instrument was completely sheared off and not returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are significantly deformed due to post-manufacturing damage. Document/specification review: the relevant design drawings were reviewed. A device history record (DHR) review (DHR) review could not be performed as the lot number is unknown. The screwdriver has a sleeve component, which was not returned to us cq. Usually there is a lot number etched on the sleeve, but since it was not returned, the date of manufacture and DHR review could not be performed. Conclusion: the complaint condition is confirmed as the stardrive screwdriver t8 (part # 03.617.900.001, lot # unknown) was received with the distal tip of the screwdriver broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.